Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 452 mg/dl. The spouse of the customer reported assisting the spouse and has taken over the management of the customer's insulin pump. The customer was treated with ten units of insulin. It is reported that the customer has renal cancer. Troubleshooting was done. No additional information is provided.